Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level. The customer service team provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue occurs again.